Event description:
It is reported that the device was implanted in 2007. Six days later, the device was revised due to a femoral fracture.

Manufacturer narrative:
Evaluation summary: details of proceedings during intra-op surgery are not known. Exact cause for current situation is not known. No product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.